Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure the distal portion of a guide wire inserted into side holes of guide catheter. The anatomical location and characteristics of the lesion are unknown. The mach1 guide catheter was positioned and the physician began inserting the unspecified guide wire. It was reported that the guide wire came into the side hole of the device. The guide wire and the guide catheter were removed as one unit. Once outside the patient's body the portion of the guide wire that was inserted into the guide catheter had elongated. The procedure was completed with another mach1 guide catheter. There were no patient complications or injuries reported. The patient status was listed as 'good'.

Manufacturer narrative:
(B)(4).